Event description:
The pump was returned for evaluation. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 3. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Event description:
Customer reports the following: "biomed reported "programming not available, cannot use it". Am trying to get further info about issue as well as if happened during active infusion. No patient harm." Preliminary review of the device logs indicate that this was a valve 3 actuation failure. This stopped an active infusion, though no adverse event was reported. Reporting due to the referenced technical issue. More information is needed to complete the investigation.